Event description:
Iron filings found in the trocar (sealed in the bag for visualization) to our knowledge, the patient was not involved.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
Iron filings found in the trocar (sealed in the bag for visualization). To our knowledge, the patient was not involved.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo and one sample were provided to our quality team for investigation. Through visual inspection, it is observed a sliver approximately 3 quarters of an inch in length with a width approximately the same as a pencil lead. The small sliver was examined under magnification. The physical characteristics of the item indicated it was partially metal of 2 or more colors and magnetic. Therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.